Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with diaphragmatic stimulation. Upon review, the right ventricular lead exhibited loss of capture and reduced r-wave amplitudes. Chest x-ray performed on (B)(6) 2019 revealed right ventricular lead dislodgement due to twiddler's syndrome. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.